Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the device did not boot up (power on). Connected to ac, but without batteries, the batteries led is constant.

Manufacturer narrative:
It was alleged that the device did not boot up during non clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury. No log files were provided. No[?]further feedback was received despite reminders.[?]no[?]part was replaced, correction was unknown and the exact[?]root[?]cause could[?]not be confirmed.